Event description:
It was reported to philips that system was unable to complete the second sweep in exam. The device was inside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.